Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (b)(64. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason/ indication for mesh implantation: mixed urinary incontinence. Procedure (s) performed: synthetic pubovaginal sling, cystoscopy with suprapubic catheter placement. Postoperative complications: complications post implantation: refractory urinary urgency, urinary frequency, urge incontinence first additional surgery: (B)(6) 2008: underwent implantation of a tined lead for sacral neuromodulation for refractory urgency, frequency and urge incontinence under general anesthesia. Complication post first additional surgery: (B)(6) 2008: refractory urgency, frequency, and urge incontinence status post successful response with test simulation. Diagnosis of operative report second additional surgery: (B)(6) 2008: underwent implantation and programming of ipg (implantable pulse generator) for sacral neuromodulation for refractory urgency, frequency, and urge incontinence status post successful response with test simulation under general anesthesia. Complications post second additional surgery: (B)(6) 2014: difficulty with voiding and emptying and having to strain. Report not available). Pelvic pain